Manufacturer narrative:
Concomitant medical products: 694965 lead; 419478 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with possible intermittent undersensing during ventricular arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.